Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, during the procedure, the physician placed the rectal temperature monitor and then placed the prolive treatment catheter and the temperature rose quickly above 42 degrees twice. The patient reported severe pain within five minutes of treatment, and the treatment was aborted. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.